Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported occlusion error which was not reproduced. A review of the event history log identified multiple upstream occlusion messages. Evaluation unable to measure ultrasonic sensor output due to load set issue, and determined that precautionary ultrasonic sensor calibration is required. The ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusion even if there was no occlusion. The event occurred during routine testing at the biomedical service department . There was no patient involvement. No additional information is available.